Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line became separated from the cartridge. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was between 200-350 mg/dl.